Event description:
A customer observed discrepant hcg results from multiple tests on a pt sample. Testing a new sample from the pt yielded negative total b-hcg results, confirming the original negative results. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.